Event description:
A report was received that stated a clinician received a needle stick. At the conclusion of a blood draw with the arterial blood sampling syringe the clinician attempted to insert the needle into the safety device. The needle was not retained within the device and she sustained a needle stick.

Manufacturer narrative:
Received 1 unpackaged product for evaluation, visual inspection revealed the outer sleeve was off when received, there was no needle secured in the device, there is no evidence of the housing having been misassembled, cracked or evidence of damage to the exterior of the device housing. A new needle was inserted into the lock device and engaged; the needle remained secured in the lock. Disassembly of the device to verify correct assembly revealed no issues; components were all present and intact and assembled as required. Complaint is unconfirmed, was not able to identify a problem preventing the device from functioning as designed.